Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test alarm and shut off. The customer did not know the blood glucose reading and stated that the battery had just been changed two days prior. The battery cap contacts were not damaged or missing and the battery compartment and spring were not damaged or corroded. The insulin pump was cracked at the top of the battery compartment and had gotten wet from snow. The self test could not be run due to the blank display. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronics assembly. The insulin pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. We were unable to perform all operating currents test due to blank display. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.